Manufacturer narrative:
Date of event is estimted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to the leads migrating. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective stimulation was restored post-op.